Event description:
It was reported that a patient with an implantable neurostimulator experienced numbness and pain in the legs, pain in the sides, whole body throbbing, pain in the toes, and severe pain described as "hurt real bad" following a change in neurostimulator settings from group b to group c. The patient was treated for pain with tylenol and bio-freeze and was not taking pain pills due to a risk of falling. The patient had previously undergone a change from group a to group b. The patient and their representative sought assistance in adjusting the therapy settings. Patient reported that the implant was removed because the implant site was not healing. They were unable to provide any further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.